Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Customer rebooted the system but could not resolve this error. Procedure was delayed. The field service engineer (fse) went onsite to solve this issue then procedure proceeded. Procedure was completed with the same system after issue was solved by fse. System was verified and ready for use no injury to the patient. The probable root cause of the reported complaint can be attributed to an exceeded limit on the use hour meter of the ecm. This issue can be resolve by fse service.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The endoscope camera manipulator (ecm) counter was over limit in user hour meter. The fse solved this error 31020 by restoring user hour meter counter. The fse recommended customer to pm this system but they declined since this system was out of service contract and customer didn't want to pay for pm. The system was tested and verified as ready for use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.